Manufacturer narrative:
Evaluation summary: the product was returned. The lens was cleaned with lphse for further evaluation. A dimensional inspection was conducted. The lens met specifications per the approved (plan view) template. The reported complaint of ¿crease¿ was not observed. No damage was observed. The product investigation could not identify a root cause for the reported complaint of ¿crease¿. The lens met specifications per the approved (plan view) template. No lens damage observed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A nurse reported that creases were found on an intraocular lens (iol) before the surgery. The surgery was completed with a new iol. Additional information has been requested.

Event description:
Additional information was provided clarifying that the crease was indeed noticed upon opening the package.

Manufacturer narrative:
Summary: no supplemental report will be required as the additional information provided indicated that the iol was noticed to be creased upon opening the package. Had this information been received prior to submission of the initial medical device report the reported event would not have been reportable. The manufacturer internal reference number is: (B)(4).